Event description:
It was reported there was trouble regulating the morphine dosage in patient¿s pump. Patient stated she was taking 90mg-120mg orally for 8 years but there has been problems getting the right dosage amount with the pump and she was not getting the pain relief she wanted. Patient reported she was set at 1.8 mg/day with a bolus available every 8 hrs. Patient stated the health care provider (hcp) had her dose set from 1.3mg to 2.3mg and for about 4-5 days she felt ¿over medicated¿ or too much drug and ¿was pretty uncomfortable¿. Reportedly the hcp then decreased medication to a half-way point between 1.3mg to 2.3mg and patient did not feel over medicated but felt the amount was not treating her pain, therefore, she was using the bolus. Patient wanted to have the dose regulated in order not to use the bolus. The patient wanted to go from 1.8mg to 2.0mg but stated the need to consult with the hcp about that. Patient stated that for the past few days she had gotten rid of that "over medicated" feeling. Patient was afraid of getting over medicated. Patient reported that right after surgery she was on oral morphine 60 mg and 1.2 mg through the pump and had good pain relief then ¿ ¿I don¿t call it pain because it was just uncomfortable¿. It was reported the hcp and patient¿s goal was to get rid of oral morphine all together. Patient was currently off oral morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).